Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The medwatch section h3 device evaluated by mfg was updated. The correct accu-chek inform ii meter serial number is (B)(6). The meter was received for investigation and was tested using retention test strips and retention controls. All results are within the acceptable range. The meter was visually inspected, and no contamination was observed on the housing or in the strip port. The results alleged by the customer were observed in the patient result memory. Failing level 1 qc results were observed in the report on the day of the incident. In the investigation, the alleged issue could not be reproduced; therefore, no product issue was found.

Manufacturer narrative:
The strip lot number was not provided. Qc was passing prior to the event. The customer's bioengineering group performed qc on the device, and the level 1 linearity failed multiple times, level 2 passed. The meter has been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results using accu-chek inform ii test strips with an accu-chek inform ii meter. The initial result on another meter was 11 mg/dl. A new sample was collected with this reported device, and the result was 52 mg/dl. There wasn't a medical decision made for the patient using the device.